Event description:
It has been reported to philips, the tempus monitor this morning, during rsi rapid sequence intubation/capnography, the device had an error code of blockage at exhaust port. This was during use, however, no delay nor adverse event.